Event description:
Rn turned on monitor to make sure it would work prior to getting an admission. It worked. When the patient arrived, the monitor failed to work (monitor screen locked up and stopped functioning) and said "log error". Staff moved the patient to another room. Clinical engineering called and had to "clear the log". Reported the monitor was ok.